Event description:
Voluntary medwatch received states that the patient presented with right ventricular lead that exhibited crosstalk with cross chamber over-sensing. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.